Event description:
It was reported that after firing the device during a rectum procedure, the staple line was incomplete. Another device was used to complete the procedure. There was no patient consequence reported.